Event description:
It was reported on (B)(6) that a patient suffered an allergic reaction while using a atec needle introducer. The caller reported that the patient experienced a transient, intense local pain, which ended when the obturator was removed from the contact with the tissue. Caller reported it as an allergic reaction. The patient did not require additional medication, imaging or surgery. The caller reported specifically the reaction against the introducer. No additional information reported.